Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-operatively, "the reason for the revision was degenerative disc disease upon the previous instrumentation. During the revision it was noted that two screws moved; the previous hardware was removed and new instrumentation was implanted. The current status of the patient is considered "good". The failure of the hardware was due to the rupture of the disk upon the proximal screws. This pathology is not due to the hardware. Reassessing the causes of the event with the physician, it was possible to exclude a correlation between disc degeneration, which led to revision surgery, and the hardware, so this alert is deleted." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.